Manufacturer narrative:
A thorough investigation was performed to identify the root cause of the reported issue. However, due to insufficient information able to be obtained, the engineering team was unable to determine the root cause of this failure. The patient database was reset and the system logs were cleared to resolve the issue for the customer. No additional similar issues have been reported since this repair.

Event description:
A customer reported their epiq 7c ultrasound system¿s monitor went blank during an open heart surgery in the operating room. The customer was able to complete the procedure with the same system, and there was no allegation of altered patient outcome as a result of the issue.

Manufacturer narrative:
An investigation is underway to determine the root cause of the issue. Results of the investigation will be included in a follow up report upon its completion.

Event description:
A customer reported their epiq 7c ultrasound system¿s monitor went blank during an open heart surgery in the operating room. The customer was able to complete the procedure with the same system, and there was no allegation of altered patient outcome as a result of the issue.